Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6) a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The device was found to be heating within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not heating on the patient side during procedure. There was no report of patient injury.

Manufacturer narrative:
H10: complaints database analysis revealed no similar events reported since unit installation in 2018. In addition, up to date no further complaints have been received from this customer on this specific unit. Based on the facts above, an hardware failure of device can be excluded. It is reasonable to assume that the reported issue was not related to device and associated with other factors such as disposable circuit and/or length of tubing and/or temperature measurement issue.

Event description:
See initial report.